Manufacturer narrative:
Additional information was added to h3, h4 and h6. G5: PMA/510k # correction: k071222 (previously na) h4: the device was manufactured from december 4, 2019 - december 5, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. The most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor burst during patient infusion. The set was filled with 4000mg cefepime in 0.9% sodium chloride solution (nacl). There was no report of patient injury or medical intervention associated with this event. No additional information is available.